Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event was reported to have occurred sometime in (B)(6) 2020. (B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the device had no defects upon inspection and was then inserted inside the patent. The clip was attempted to be deployed; however, it remained open and would not close. The physician could not get the clip out through the channel and the scope was taken out from the patient, but the clip failed to release from the catheter. Reportedly, the end of the catheter was cut in order to release the clip, and the procedure was completed successfully with a second resolution 360 clip device. There were no patient complications reported as a result of this event.